Event description:
It was reported that the patient with this pacemaker experienced dizzy spells and collapsed. The patient was admitted into the hospital and upon device interrogation, the device was found to be in safety mode. Noise was observed by the physiologist during provocation maneuvers. No additional adverse patient effects were reported. This device remains in-service. Multiple request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. Additional information was provided, this device was explanted and return for analysis.

Event description:
It was reported that the patient with this pacemaker experienced dizzy spells and collapsed. The patient was admitted into the hospital and upon device interrogation, the device was found to be in safety mode. Noise was observed by the physiologist during provocation maneuvers. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker experienced dizzy spells and collapsed. The patient was admitted into the hospital and upon device interrogation, the device was found to be in safety mode. Noise was observed by the physiologist during provocation maneuvers. No additional adverse patient effects were reported. This device remains in-service. Multiple request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. The noise observed by the physiologist during provocation maneuvers could not be confirmed.

Event description:
It was reported that the patient with this pacemaker experienced dizzy spells and collapsed. The patient was admitted into the hospital and upon device interrogation, the device was found to be in safety mode. Noise was observed by the physiologist during provocation maneuvers. No additional adverse patient effects were reported. This device remains in-service. Multiple request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. Additional information was provided, this device was explanted and return for analysis.